Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by cts to plug the wall adapter into an outlet known to work and wait at least 30 consecutive minutes for the pump to begin charging. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported